Event description:
The customer returned an evis exera ii duodenovideoscope device due to a damaged elevator channel. While reviewing this device, it was discovered that the distal end was damage and the adhesive was compromised. This report is being submitted to capture the damage distal end and adhesive. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the damage to the distal end and adhesive was noted. Furthermore, k-pipe holder for the forceps elevator was grinding. The key top section had become pierced by dropping and/or knocking it into a hard/sharp surface/object. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.